Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis. The peritonitis was manifested by turbid dialysate. The patient presented to the emergency room and received unspecified outpatient treatment for the event. The cause of the peritonitis was not reported. At the time of report, the patient was recovering from the event. Physioneal therapy was ongoing. No additional information is available.